Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the console and the system in inoperable. Clear liquid was observed in the coaxial umbilical cable. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. Service was performed and liquid inside the blood detector was confirmed it was noted that the liquid was potentially saline. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter of lot 12221 and the data files were returned and analyzed. No patient file was received. The received failure file contained failure records for the date of the event. The failure file showed system notice 50007 (the safety system has detected fluid in the console. The system is inoperable) on the reported date of the event. Returned images showed liquid inside the transparent tube connected to the blood bottle inside the console. External visual inspection of the balloon, shaft, and handle segments was carried out. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon distal bond was partially detached from the catheter shaft. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of sub-co mponents of the balloon, handle, and shaft segments were carried out, pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported liquid was confirmed via imaging and visual inspection. Additionally, the balloon catheter failed the return product inspection due to an outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.